Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device appears to be under-sensing on the right atrial (ra) lead. At classified termination of events atrial arrhythmia appears to continue with possible atrial under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.